Event description:
It was reported that there was noise due to oversensing of the right atrial (ra) lead and there was an insulation integrity issue with the left ventricle (lv) lead. The ra lead was explanted and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the proximal conductor was melted, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the distal portion of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer tubing overlay was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, the helix disengaged from the helical channel and the lead was stretched.